Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels declined to 37 mg/dl. It was also mentioned that the patient's mother entered the insulin pump settings incorrectly. The patient refused to eat or drink. The health care provider gave the patient nasal glucagon.

Manufacturer narrative:
In the case description, the user mentioned receiving medical attention for experiencing severe hypoglycemia after receiving a new controller and inputting the wrong settings. Cloud data for the period of (B)(6) 2025-(B)(6) 2025 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was used up until 16:22 on (B)(6) 2025. This controller was used with a basal program of 4 pulses/hour (0.2 units/hour). The controller serial number changed to (B)(6) at 09:17 on (B)(6) 2025 and was set up with a basal program of 160 pulses/hour (8 units/hour). At 20:12 on (B)(6) 2025, the user input basal rate changed to 40 pulses/hour (2 units/hour), before being further decreased back to 0.2 units/per hour at 20:23 on (B)(6) 2025. Review of the patient history buffer (phb) data found that the system was primarily used in automated mode. Leading up to and during the reported event, the system was in automated mode and the algorithm was able to appropriately adjust the microbolus amounts based on estimated glucose values and user inputs. Additionally, the device appropriately suspended insulin delivery in automated mode when estimated glucose values were below 60mg/dl. While the system was in manual mode, the device correctly delivered the user's set basal program. No issues were observed with the system. It could not be conclusively determined if the user input the incorrect basal program when setting up the controller with serial number (B)(6). The exact cause of the reported event could not be determined.